Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro function's board was reseated. The ethernet connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the image on the 9800 system went black and locked up during a case. Also, the collimator coned down and the system could not be rebooted. The customer broke the ethernet connector. No patient injury was reported.